Event description:
Healthcare professional (hcp) reports one incident of patient reaction with the psn 210 dialyzer. Approximately 35 minutes into treatment, patient experienced hypotension, stomach cramping, and difficulty breathing. Treatment was terminated and blood was returned to the patient. Treatment was resumed with a different membrane and completed without further incident. No medical intervention reported per hcp. Hcp reports that symptoms have resolved.